Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 4 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer they had a PICC that was resistive to flush and unable to aspirate. They attempted cathflo, after 2 hours of being unsuccessful the md gave an order to remove the PICC as the patient was almost done with her IV meds. Customer remove the line and noted it was cracked at the 4cm marking when it started draining fluid and blood on her arm. The line did remove intact. PICC was placed (B)(6) 2023. Additional information received 5/24/2023: it was reported by the customer ¿event did not involve an urgent/life threatening medical situation. PICC did not function properly therefore alternative access was established in the community with a saline lock. The crack was at the 4cm marking so potentially in the vein not subcutaneous or external, line had been secured with statlock and PICC dressing.

Event description:
It was reported by the customer they had a PICC that was resistive to flush and unable to aspirate. They attempted cathflo, after 2 hours of being unsuccessful the md gave an order to remove the PICC as the patient was almost done with her IV meds. Customer remove the line and noted it was cracked at the 4cm marking when it started draining fluid and blood on her arm. The line did remove intact. PICC was placed (B)(6) 2023. Additional information received 5/24/2023: it was reported by the customer ¿event did not involve an urgent/life threatening medical situation. PICC did not function properly therefore alternative access was established in the community with a saline lock. The crack was at the 4cm marking so potentially in the vein not subcutaneous or external, line had been secured with statlock and PICC dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.